Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) hinge of the display was slightly damaged. There was no patient involvement.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. Because customer stated that it is not affecting the function of the unit. However, the customer just want to know why this occurred. In addition, we were informed that the iabp was returned to service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).